Event description:
It was reported that during a hemicolectomy procedure, the device cut but did not staple properly. The staples were malformed and were not closed. The case was completed with a new like device. The device was discarded at the account.

Manufacturer narrative:
The batch record was reviewed and no anomalies were noted during the mfg process.